Event description:
The customer observed a falsely elevated sodium result generated on an alinity c processing module for one patient. The sample was repeated on different analyzer. Sid (B)(6): initial na = 160 meq/l, repeat result = 138 meq/l (normal range 136-145 meq/l). There was no impact to patient management.

Manufacturer narrative:
Section a1 patient identifier continued: (B)(6). All available patient information has been provided. Additional patient details are not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated sodium result generated on an alinity c processing module for one patient. The sample was repeated on different analyzer. Sid (B)(6): initial na = 160 meq/l, repeat result = 138 meq/l (normal range 136-145 meq/l). There was no impact to patient management.

Manufacturer narrative:
The customer inspected the module and was unable to determine a single definitive part as a cause of the result issue. The instrument service history review revealed no additional tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Ticket trending review did not identify a trend related to erratic or discrepant results. Review of the most recent product monitoring review for clinical chemistry systems identified no similar issues related to the alinity system. Device history review did not identify any non-conformances or potential non-conformances. Labeling review was found to adequately address the issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, sn (B)(6).